Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, prior to a magnetic resonance imaging exam, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. An x-ray was performed and the atrial lead was found to have insulation breach and suture sleeve damage. No intervention was performed and the patient experienced no consequences.